Event description:
It was reported that the vns patient was constantly experiencing pain at the generator site. The patient noted that she previously had surgeries at the generator site. It is unknown if these surgeries were for the pain. No further information relevant to the pain has been received to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently did not include the follow-up information from the physician's office.

Event description:
The physician¿s office was unaware of any surgeries being performed on the patient.